Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information is received from the patient stating that implant heating happened while simply sitting and recharging, nothing extraordinary. Pt mentioned that they recharge 3 times a week and the issue occurred during a scheduled recharge, so they discontinued charging and that there was no re-occurrence.

Event description:
Patient reported that they were having an issue with their implant and the issue began about a week ago. Patient mentioned about a week ago they went to use it (agent understood patient was referring to charging their implant) it seems to be getting hot. Patient noted that the controller was not wanting to link up very well but they got everything linked up and the controller did its thing overnight but it showed the implant battery at maybe only about 70% after an all night kind of thing. Patient said that the equipment was acting kind of weird when they were trying to charge the implant. Agent asked and patient mentioned they were not sure if it was the recharger or the implant that was getting hot. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent walked patient through resetting the controller; controller showed 100% and implant50%. Agent instructed patient to start a charge session; patient mentioned the implant went from recharging good to recharging bad to good. Patient denied seeing any error messages/codes. Patient denied any error messages/codes. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient mentioned historical information; patient mentioned they were not a big fan of their medtronic implant and that the first implant wasn't so bad but they had to charge their implant about once a month and over time the implant started to fail and eventually failed and they replaced the battery.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and confirmed receiving the replacement recharger. Patient inquired if they use the return label to send back their previous recharger or if they can toss it out. Agent reviewed with patient to send back their previous recharger with the return label provided.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.